Event description:
Caller reported a temperature alarm with no adverse impact on the customer¿s blood glucose level. Customer was unable to clear the alarm or resume insulin, prompting technical support to initiate a replacement pump since it fell under warranty. Customer was advised to use multiple daily injections (mdi) as a backup therapy and instructed on returning the malfunctioning pump using a pre-paid label within ten days.